Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that: pt had surgery for the smart toe implant and went for a follow up visit and it was found that the pt didn't catch. Pt had a revision.